Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/06/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump kept increasing. This occurred during a case where there was no impact or adverse effect on the patient. The facility was able to use a backup device to complete the procedure without delay or compromise to patient care. Additional information was provided via sems on 01/08/2025 where the sales representative stated that this event occurred during a knee procedure on (B)(6) 2025. It was turned on early in the case and the pressure went up uncontrollably then was turned off. It was then replaced. No extravasation occurred.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. No problem found. The reported failure couldn't be recreated. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. The returned device was visually inspected, revealing marks on the top panel of the housing. Regular signs of wear were noted on the device. The device was assembled with ar-6411 and ar-6421 pump tubing and tested under normal use conditions to reproduce the reported issues. The pump was connected to power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine. The device ran for 45 minutes without issues. The machine was tested with different pre-set pressures, and the pressure remained constant without increasing by itself throughout the entire testing period. To test the outflow system, the device was assembled with an ar-6430. The lavage and rinse buttons were pressed to evaluate functionality, and no issues were noted. The device is working as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. Clamping test: a clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicated that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation: with the pressure calibrator set at 100 and 200 mmhg, the pump pressure results were 46 and 92, respectively. These results indicated no problem with pressures. The device run time data is the following: 7 days, 2 hours, 30 minutes.